Manufacturer narrative:
The device history record for lot cm8346002 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 02 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. All information reasonably known as of 19 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "during anesthesia on MRI, after a completely unproblematic course, respiratory problems finally developed, which eventually turned out to be caused by the [endotracheal] tube. Because this [the endotracheal tube] was bent after about 2 hours of respiratory time in the throat of the patient and barely consistent, so that there was a severe, threatening obstruction of the airway. It was necessary to interrupt the examination and remove the tube - this showed a significant kink at about 12cm from the tube tip. After switching to a new tube, the further ventilation went smoothly." Additional information, including patient information, was received 31-jul-2019. When asked if medical intervention other than replacing the tube was required the complainant responded, "before recognizing the real problem there was antiobstructive medication and then intention of mucosuction, which was not possible due to kinking of tube" and "after replacing no further intervention was required." The current condition of the patient was listed as "good, as before: fortunately, no patient damage occurred."